Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse inspected the instrument and replaced the ion selective electrode (ise) reference valve, reference block, pinch valve assembly, and ise reagent tubing which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low sodium (na), low potassium (k), and high chloride (cl) patient results on their au680 instrument. The results were not reported out of the laboratory. There was no change to patient treatment. The customer provided data for one (1) patient sample. Patient demographics were not provided.